Manufacturer narrative:
After a visit on site, the umano medical technician observed that the nurse call connector was loose on its mounting plate, resulting in an improper connection with the nurse call cable. Two mounting screws were damaged/stripped and required replacement to secure the connector back to the mounting plate. The connector was retightened with new screws. The nurse call system is now functional. Trends will be monitored.

Event description:
The establishment representative contacted the manufacturer alleging that the nurse call system was not working properly.